Event description:
It was reported that the patient presented to the hospital for a right atrial (ra) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was low pacing lead impedance on the ra lead with a possibility of capsular injury. The physician also observed unspecified pacing issue. The anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of unspecified pacing issue and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical tests found an internal short. Further testing found damaged inner insulation consistent with overtightened suture sleeve tie. The cause of the reported events was isolated to damaged inner insulation consistent with overtightened suture sleeve tie consistent with procedural damage.

Manufacturer narrative:
Correction - d9 - changed date from feb 17, 2021 to feb 17, 2022. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on september 22, 2022.